Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The patient reported that there was moisture inside the pump due to the battery leaking, and stated that she was unable to use the pump. The patient reported experiencing blood glucose (bg) of 400mg/dl with no signs or symptoms of hyperglycemia. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported because the reported moisture issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2014 with the following findings:the battery cap was not returned with the pump; a test battery cap was used for investigation. Visual inspection revealed corrosion in the battery compartment. Leak testing failed due to worn threads in the battery compartment. The pump casing was removed, and there was corrosion found around the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.